Event description:
It was reported that the pt's pump had a confirmed motor stall, as noted in the event logs, with no motor stall recovery recorded. The logs showed multiple previous motor stalls and recoveries. The pt's healthcare provider (hcp) did a catheter access port (cap) dye study on (B)(6) 2010, due to the pt experiencing both underdosing and overdosing symptoms with increased baseline pain. The pt had no electromagnetic interference (emi) or magnetic interaction. The pt's pump was to be replaced. The pt's pump contained dilaudid, bupivacaine, and baclofen. There was no info provided regarding the concentration or dose of the pt's pump medications. No further details, pt symptoms or outcome were provided. Additional info was requested, but not received at the time of this report. A follow-up will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).